Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales rep. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of unknown trochanteric femoral nail advanced (tfna) helical blade due to cut out at the superior aspect of the femoral head and was revised to total hip surgery. The cause of the cutout was unknown. There were no allegation to the other devices. Procedure and patient outcome are unknown. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity # 1); unknown distal locking screw (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for one (1) unk - nail head elements: tfna helical blade. This report is 1 of 1 for (B)(4).